Event description:
Reporter states the patient tested 2.9 inr on the coaguchek s system and 2.11 inr on a comparison lab. No treatment information provided. Requested return of suspect system for evaluation.